Manufacturer narrative:
Additional information received on october 30, 2024, indicated that the suspect devices are mcghan implants (non mentor). Therefore no more investigation will be conducted by mentor. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ruptures, and bilateral breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown mentor silicone prosthesis experienced bilateral symptomatic ruptures, and bilateral breast pain postoperative. The MRI examinations confirmed the issue. As a result, patient underwent bilateral replacements as follow: right side- cat: smhb-500 sn: (B)(6), left side- cat: smhb-500 sn: (B)(6) on (B)(6) 2024. This report relates to the right side.